Event description:
It was reported that the patient experienced inadequate stimulation due to spinal cord stimulation (scs) lead migration. The patient underwent a revision procedure wherein the lead was moved back to its original position, remains implanted in the patients body and in use. The patient was doing well postoperatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7132807.